Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If device or additional information becomes available,it will be submitted in a supplemental report.

Event description:
It was reported that "the arghroplasty was revised due to polyethylene wear and recurrent effusions. The femoral and tibial components were revised. The components were implanted in situ for 10.7 y. The pt presented a ucla score of 2 three months prior to revision surgery and a maximum ucla score of 6 since implantation". "Medical records and xrays were not provided to stryker for review due to institutional irb and hipaa regulations". Device implanted in 1997 and explanted in 2007.